Event description:
Caller reported a cgm error, specifically error 42, while using the fsl2 plus sensor. There was no adverse impact to the customer's blood glucose level. The customer followed guidance from technical support to reset the pump, which resolved the issue, and successfully started a new sensor session.